Manufacturer narrative:
(B)(4) stent partially deployed. Investigation results: an ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The shaft was kinked and the stent was able to be deployed without any issue. No other issues were identified during the product analysis. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was implanted during an esophageal stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician had difficulty crossing the lesion with the delivery system and it was noted that the delivery system got kinked. The complainant was able to pass the dilator through the stricture easily. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent was partially deployed.